Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported bilateral rupture of "textured surface" breast implants and anxiety-product/procedure. Device remains implanted. This is the right side record.

Event description:
Healthcare professional additionally reported pain. Device has been explanted. This is the right side record.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: broken shell and others, observed 40 mm dark patch edge material inside gel device, underweight and crease fold. A microscopic analysis was performed which identified: one broken sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on the posterior assessed as unidentified (tear) opening.